Event description:
On 6/18/2025 it was reported by a sales representative, via email, that an ar-1588rtt2-ib fibertag tightrope ii sutures ripped during use. This was discovered during a procedure on (B)(6) 2025. Additional information attempts have been made with no response.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.